Event description:
Customer reported automatic quality control (aqc) level 3 was not run for more than 1 month on the instrument. Customer also reported that the operator ran patient samples even though the aqc level 3 was not ran. There was no report of injury for this event.

Manufacturer narrative:
Patient results were generated even though the automatic quality control (aqc) level 3 was not run. Patient results shouldn't have been generated if qc was not being run. Instrument is performing as intended.